Manufacturer narrative:
Visual analysis was performed on the returned device which identified the tip was torn. The reported damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the damage likely occurred due to handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that out of packaging of the 8.0x40mm absolute pro self-expanding stent system, the yellow sheath was bent. There was no patient involvement. The device was replaced with a new absolute pro to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the tip was smashed and torn.